Manufacturer narrative:
The device was returned as part of the asset return process. During the evaluation it was found that there was a leak at the forceps elevator, due to a crack on scope body, water tightness is lost, due to damage on up/down knob, water tightness is lost, and the air/water cylinder, the suction cylinder both has no color. It is most likely the reported issue was due to wear and tear over time during use. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The evis exera ii duodenovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, a leak at the forceps elevator was found. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress and/or chemical stress during device handling by the user. The event can be detected and prevented by following the instructions for use (IFU) sections: detection methods are written in the following item of IFU. Reprocessing manual: 5.3 leakage testing of the endoscope. Prevention measures are written in the following item of IFU. Operation manual: important information ¿ please read before use: warnings and cautions. Reprocessing manual: 3.1 compatibility summary. Reprocessing manual: chapter 8 storage and disposal . Olympus will continue to monitor field performance for this device.